Manufacturer narrative:
H3: one device was received for evaluation. No service history and no errors in the event history log were identified. The reported issue was confirmed through visual inspection as the downstream occlusion (dso) seal is separating from the plate. The dso seal was replaced to address the issue. Further investigation found that the motor odometer was overdue. The motor was also replaced. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated and the device was reset to standard configuration.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a bubbled/delaminated downstream occlusion (dso) sensor seal. The event occurred during testing and there was no patient involvement.